Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) was connected at the time of the alarm. The baxter technical service representative (tsr) had the caregiver (cg) close clamps and cycle power off then on. The alarm cleared. The cg was advised to call the registered nurse (rn) and to let them know of air detect alarm. The cg would start over with new supplies. The hc is okay. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(4) 2012 regarding the system error 2240 alarm. The cg reported that the issue was resolved, but she did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that she discussed the alarm with the home patient's (hp) nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.